Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, gestational diabetes, anemia, uterine bleeding and spotting vaginal. Concomitant products included hydrochlorothiazide (hydrochlorothiazide). In 2010, the patient experienced pain ("pain") and menorrhagia ("heavy menstrual bleeding"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced anaemia ("anemia"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (motrin), pamprin, medroxyprogesterone (depo provera), progesterone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, anaemia, pain and menorrhagia had not resolved, the genital haemorrhage and abdominal pain had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, genital haemorrhage, menorrhagia, pain and pelvic pain to be related to essure. The reporter commented: puncture sites at the cervix were hemostatic after clamping for 2 minutes with the ring forceps. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed she bleed from (B)(6) ¿ (B)(6) and during this time used 3 packs of pads (14each) and 2packs of tampons (36each). 6 week after procedure she had hysterosalpingogram done. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-all relevant medical history condition, concurrent condition, concomitant medication, lot number and events lower abdominal pain and abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, gestational diabetes, anemia, spotting vaginal, multi gravida, parity 4 and uterine bleeding. Concomitant products included hydrochlorothiazide (hydrochlorothiazide). In 2010, the patient experienced pain ("pain") and menorrhagia ("heavy menstrual bleeding"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced anaemia ("anemia"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and transfusion ("blood transfusion"). The patient was treated with ibuprofen (motrin), pamprin, medroxyprogesterone (depo provera), progesterone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, anaemia, pain and menorrhagia had not resolved, the genital haemorrhage and abdominal pain had resolved and the abdominal pain lower and transfusion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, genital haemorrhage, menorrhagia, pain, pelvic pain and transfusion to be related to essure. The reporter commented: puncture sites at the cervix were hemostatic after clamping for 2 minutes with the ring forceps. Presenting as admit after being seen in clinic with labs showing hb 5.4. After deployment there were 5 coils visible. The camera was then turned to the left ostia and the process repeated with the second essure device in the kit and after deployment there were 2 coils visible .she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed she bleed from (B)(6) 2018 and during this time used 3 packs of pads (14 each) and 2 packs of tampons (36 each). 6 week after procedure she had hysterosalpingogram done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: new pfs received- new event blood transfusion was added. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, gestational diabetes, anemia, spotting vaginal, multi gravida, parity 4 and uterine bleeding. Concomitant products included hydrochlorothiazide (hydrochlorothiazid). On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced pain ("pain") and menorrhagia ("heavy menstrual bleeding"). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced anaemia ("anemia"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (motrin), pamprin, medroxyprogesterone (depo provera), progesterone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, anaemia, pain and menorrhagia had not resolved, the genital haemorrhage and abdominal pain had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, genital haemorrhage, menorrhagia, pain and pelvic pain to be related to essure. The reporter commented: puncture sites at the cervix were hemostatic after clamping for 2 minutes with the ring forceps. Presenting as admit after being seen in clinic with labs showing hb 5.4. After deployment there were 5 coils visible. The camera was then turned to the left ostia and the process repeated with the second essure device in the kit and after deployment there were 2 coils visible .she tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. She bled from (B)(6) and during this time used 3 packs of pads (14each) and 2packs of tampons (36each). 6 week after procedure she had hysterosalpingogram done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.